Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 95 mg/dl. Customer stated that when she changed the battery then got this alarm. Customer stated that they were unable to clear the alarm also not able to complete rewind the insulin pump. Customer also was not routed to rewind process or rewind required. The device will be return for analysis.